Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Customer declined to troubleshoot as issue occurred in the past and reverted to manual injections for alternate insulin therapy. Blood glucose 298 mg/dl.